Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional and a consumer. When asked what caused it to be on program 4, when it was supposed to be on program 2, the healthcare provider indicated that they changed the program; ¿patient came to see nurse and explained having 50 percent improvement, due to this program was changed to p4.¿ the patient responded that they were getting leakage and tried other programs, but it didn¿t work. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported by patient that they had been having a constant leakage of the bowel and the device was just not helping. Patient stated they increased stim prior to calling, but that had not helped. Patient stated it had not been working at all. Patient stated they were on program 2 at their last office visit in (B)(6) 2019 and program 2 was working for them, but it was not working great, but working greater than it was now. They mentioned they would have a few oops and what not. During call, the patient programmer showed stim was on program 4 with a stimulation of 3.1. Patient stated they thought they were on program 2. They then changed to program 2 with a stim of 0.3 where stim was felt comfortable in the bicycle seat area. No further complications were reported or anticipated.